Event description:
Information was received in feb-2005 from patient with a medical history of osteoarthritis, previous sysvic therapy (every 6 month into both knees started in 1999) (refer to synv-14639 for additiona; adverse events from this reporter) who experienced left knee was "real swollen and hard as a rock ". The patient started treatment with synvisc in jan-2005. Th patient received synvisc in jan-2005 one week later into both knees. Six days earlier the patient reported their left knee was "real swollen and hard as a rock". He contacted the physican and was advised to apply ice to the knee and take voltaren (dose not specified). The swelling did not improve. Two days later the patient was seen by the physician and had the "fluid taken out" and coartisone was injected into the left knee. Four days later the patient received the second synvisc injection into both knees. On 01-feb-2005 he experienced swelling of the left knee. The swelling worsened over the next two days. In feb-2005 the physcian "took fluid out" and injected "cortisone" in the left knee and prescribed voltaren. The patient stated that the physician decided not to give any more synvisc in both knees. As of feb-2005 the patient stated that the swelling of the left knee had improved but was not resolved. At the time of this report the patient reported that patient was still very uncomfortable and was in "worse pain'. Patient continued to take voltaren. Additional information was received in feb-2005 from the physician. The patient has a medical history of greater than 10 years of mild osteoarthritis with joint narrowing and was treated with nsaid's and viscosupplementation (synvisc). There was no prior history of joint effusion. The patient received the first synvisc injection in jan-2005. No effusion was collected prior to the injection. In feb-2005, the patient received the second injection. A 30 ml effusion was collected prior to the injected. The third injection was not performed. In feb-05 the patient experienced pain, swelling and effusion in the left knee. In feb-2004 the effusion was aspirated and the knee was injected with 4 mg of depo-medrol and lidocaine (dose not specified) the symptoms resolved in feb-2004. Four days later, the patient experienced a second post injected flare in the left knee with persistent effusion and was improving as of feb-2005. The physcian assessed the causality of the events as definitely realted to synvisc injections.